Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. Inspected all cables and pins and reins talled modules. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000894, product ID: bi71000874r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that acquisition was intermittently stuck at prepping. No patient was present at the time of event. This is a non-clinical system. This system is only used for demo purposes and does not see patients.

Manufacturer narrative:
The collimator wire was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection confirms collimator wire disassembled and displaced from guide wire pulley rail ball bearing. B07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) is: product ID: bi71000874r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.